Event description:
It was reported that the patient complained of deconditioning and the echocardiogram showed lead vegetation. It was determined a lead infection developed. The lead was explanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.